Manufacturer narrative:
(B) (4). Evaluation results: death. Aortic neck angulation, 90 degrees, thrombosis and poor renal profusion prior to stent graft implant. Conclusions: aortic neck angulation, 90 degrees thrombosis and poor renal profusion prior to stent graft implant.

Event description:
A talent stent graft device was implanted into a pt for the emergent treatment of an abdominal aortic aneurysm. It was reported that the aortic neck angulation was greater than 90 degrees and had thrombosis present. The initial angiogram (prior to stent graft implant) showed there was little blood flow into the right renal artery. The stent graft was successfully implanted and the final angiogram still showed there was little blood flow into the right renal artery. When the final angiogram was compared with the initial angiogram they looked the same. The physician attempted to stent the right renal artery but could not get a catheter to go in because of the angulation. The pt had good renal function. It was reported the physician elected to perform a femoral to femoral bypass, putting the pt on a ventilator. The physician stated that the pt expired the following day, and the pt's death was not related to the device. The pt's co-morbidity most likely contributed to the pt's death, copd and the use of a ventilator.